Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process resulting in customer being unable to perform the air removal process. There was no reported adverse impact to the customer's blood glucose level. A syringe needle change was performed to address the issue.